Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was drawn in plastic bd plastic separation tube (pst). The sample was centrifuged at <5,000 rpm (rotations per min) for greater than 5 mins. System check and quality control (qc) data were supplied by the customer. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a pt source interferent for the samples rec'd from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events. This medwatch report is related to MDR 2050012-2011-03359. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have rec'd immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point.

Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, within the risk stratification range, for two pts involving unicel dxc 600i synchron access clinical system. This report refers to pt number two. The elevated results were discordant to alternate methodology and did not correlate to the clinical condition of the pt. The elevated results were not released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.